Manufacturer narrative:
An internal investigation has been completed based on the allegation. Merge healthcare determined that there was a deficiency in the software. Should an lis user add tests but not add in all the elements, specifically billing codes, there is a potential that results may not be sent to an emr system. It has been determined that modifications to the software should be used to mitigate this issue and to ensure that results are sent even when billing codes may not be entered by users. It should be noted that lis users can use a workaround where a user prints/saves/sends the results from the modality to required recipients directly, without the use of lis. Lis users also have an error log/notification that provides information regarding the failure of results not being sent to an emr system due to missing billing codes.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016, a merge healthcare employee identified an issue during an lis testing evaluation that results were not being sent from lis to an electronic medical records (emr) system. It was determined that a loinc (insurance billing codes) code was missing from a result that was part of the test lab order. The lack of result transmission from lis to the emr initiated an error message on lis's error log. With merge lis not sending results as expected, there is a potential for a delay in treatment or diagnosis which could lead to harm. However, this issue was internally found by a merge healthcare employee during testing. There was no involvement of an actual patient. (B)(4).

Manufacturer narrative:
Merge healthcare determined there was a deficiency in the merge lis software with results not crossing from merge lis to the customer's results interface when the loinc (insurance billing code) cross reference was enabled for the billing interface. Should an lis user add tests but not add in all the elements, specifically billing codes, there is a potential that results may not be sent to the results interface. Merge lis users can refer to an error log/notification that provides information regarding the failure of results not being sent to the results interface due to missing billing codes; however, to further mitigate this issue, modifications to the software were made in the upcoming lis version 4.2 software release, in which a visual alert will notify users if a result is missing a loinc so users can add the loinc to avoid any delay in results crossing to the results interface. Revised information contained in this supplement report includes the following: d3: updated manufacturer contact name. G1-2: updated office contact name. G3- updated user facility. G4: date new information received by manufacturer (issue will be mitigated in upcoming lis v. 4.2 software release). G7: indication that this is follow-up report 001. H1 - indication of malfunction as reportable event. H2: indication that the follow-up type is additional information. H10: indication that additional manufacturer information is contained in this follow-up report.